Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-01139. It was reported that high impedance issue was observed on one of the lead, causing stimulation decreasing by itself. Patient still is getting effective therapy from the other lead. A surgical intervention is anticipated in the near future. No additional information is available at this time. It is unknown which lead is causing the issue therefore both leads are being reported.

Manufacturer narrative:
The event of autoreducing was reported to abbott. Patient has not been scheduled for surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.